Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 31, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2025, day 62, after insertion. The RMA was authorized for the return of sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the dms data showed 2 consecutive dropout phases within 14 days of each other (on (B)(6) 2024 and on (B)(6) 2025), triggering the sensor replacement alert, after day 46, post-insertion. A review of the raw sensor in vivo data, optical instability was observed from (B)(6) 2025 onwards. Per case information, the user also reported that his hcp confirmed an infection at the insertion on (B)(6) 2025, which likely contributed to optical instability and the subsequent sensor replacement alert. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 30 april 2025. G3. Date received by the manufacturer? 30 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.